Event description:
It was reported that the device shorted out and does not have any power to the unit. No case was involved.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of shorting out and power failure could not be reproduced. Unit passed functional testing during 6 hour burn-in including capture and print function. Unit did not short out or shut down during burn-in. All video inputs/outputs normal and unit's display performed as expected. Both analog and digital video outputs were tested during burn-in. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.